Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not passing active exhalation test. The device was not in patient use. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. During the evaluation, service required codes and ventilator inoperative codes were found in the ventilator's downloaded error log. The device's oxygen blender board, blower, machine flow sensor, system board, oxygen blender module harness, in-line filter, internal battery, keypad, display, display board, detachable battery needs to be replaced to address the issue.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator was not passing active exhalation test. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.